Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with their adc freestyle libre built-in meter. The customer reported receiving a reading of 164 mg/dl on their meter, which was compared to a reading of 447 mg/dl on an unspecified hcp device. The customer further reported receiving results of 'hi' (reading greater than 500 mg/dl) on two other unspecified devices. The customer concomitantly experienced "all the symptoms of high blood glucose" and subsequently lost consciousness. The customer was diagnosed with hyperglycemia and administered "10 regular insulin units" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: the reported reader serial number (B)(4) was deemed invalid. Please note that section d-4 (serial number) has been updated to valid serial number (B)(4). No product has been returned and a valid strip lot number has not been provided. Extended investigation has been performed on reader (B)(4) and the reported complaint. There was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release.  Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision strips, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a low readings issue with their adc freestyle libre built-in meter. The customer reported receiving a reading of 164 mg/dl on their meter, which was compared to a reading of 447 mg/dl on an unspecified hcp device. The customer further reported receiving results of 'hi' (reading greater than 500 mg/dl) on two other unspecified devices. The customer concomitantly experienced "all the symptoms of high blood glucose" and subsequently lost consciousness. The customer was diagnosed with hyperglycemia and administered "10 regular insulin units" for treatment. There was no report of death or permanent impairment associated with this event.